Event description:
Pt underwent cataract surgery on 1999, and implantation of a starr model aa-4203vf intraocular lens in the left eye. During the insertion, the capsular bag tore. The incision was enlarged from 3.5 mm to 6.0 mm to remove the lens, an anterior vitrectomy was done and a three-piece lens was implanted. Pre-existing conditions include heart by-pass. The pt has some corneal edema and is taking drops four times a day. His vision is stable and prognosis is fair.